Event description:
Patient with dysfunctional uterine bleeding. She underwent total laparascopic hysterectomy and bso and cystoscopy with no apparent perioperative complications. She was discharged home on post operative day (pod) #2. On pod #4 she presented with nausea and vomiting and was admitted. She developed a fever. CT scan showed abdominal abscess. Three days later she underwent exploratory laparatomy, repair of colonic perforation and end colostomy. She was discharged home nine days later.